Event description:
It was reported that following a replacement procedure of the previous implanted pacemaker due to code 1003, indicative of battery voltage too low for the projected remaining capacity, a remote alert was received for low, out-of-range right atrial (ra) lead pacing impedance measurements (less than 200 ohms). Additionally, a signal artifact monitoring (sam) episode was declared due to this low impedance. The physician was informed and at this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.